Manufacturer narrative:
A united states customer contacted a siemens customer care center to report the discordant concentrated carbon dioxide (co2_c) results on patient samples on an advia chemistry xpt instrument. The quality control (qc) was in range at the time of event. The customer indicated that the discordant results were obtained while the deionized (di) water system was serviced. During this time, the instrument was on bypass water for four days and physician(s) questioned results during this time. The di water system service was complete and there were no further discordant results. The cause of the discordant co2_c results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A customer reported that discordant concentrated carbon dioxide (co2_c) results were obtained on patient samples on an advia chemistry xpt instrument. The discordant results were reported to the physician(s), who questioned the results. The samples were reprocessed on the original instrument and all results were consistent with medical history. The repeat results were reported as correct results to the physician(s). This MDR is being filed in an abundance of caution as the customer did not provide patient data. There are no known reports of patient intervention or adverse health consequences due to the discordant co2_c results.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2022-00110 on 18-apr-2022. Additional information (04-may-2022): siemens further investigated the issue and reviewed the information provided by the customer. Siemens determined that poor water quality potentially contributed to the discordant results. Concentrated carbon dioxide (co2_c) is sensitive to water quality. Siemens suspects that the bypass water did not meet the minimum water quality requirements as outlined in the advia chemistry xpt system operator's guide. No further issues were observed after the external water system was placed back into the service. The instrument is performing according to specifications. No further evaluation of the device is required.